Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, the patient was revised to address left knee quad tendon rupture with likely septic arthritis. Infection was diagnosed/confirmed. The tibial insert was revised along with irrigation and debridement and quad tendon repair. Depuy insert was used during this procedure. Doi: (B)(6) 2013 (patella), doi: (B)(6) 2019 (the rest of the components; captured in (B)(4)), dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed h10 additional narrative: added: g2.